Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator is not powering on  or charge. They indicates that they called yesterday and spoke to a patient services representative who helped them get it to work again, but now it is not working again. That was was resolved with education. Today, they tried different outlets and confirmed connections and still no lights come on. The issue was not resolved through troubleshooting. A request was sent to the repair department. The patient was redirected to their healthcare provider to further address the issue. They mentioned that they were thrashing last night uncontrollably due to being overstimulated and had no way to change their settings. They added "when I am overstimulated, it's hard to do things". Reviewed to contact the health care professional. Additional information has been received that agent received call from patient in regards to receiving the replacement communicator and needing assistance pairing the device. Caller wanted to know if their settings would change with the replacement communicator. Agent reviewed. Agent walked the caller through the steps of pairing the communicator with the handset.